Manufacturer narrative:
A device history record was conducted, and all mfg operations were found to be within spec. A review of the lot 772074 history found no confirmed complaints for fast flow. I-flow received one empty and used sample for eval and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 60ml and a flow rate accuracy test was performed. The flow rate accuracy was within spec. In addition, retain samples from lot 772074 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 60ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within spec. Product complaint was not confirmed.

Event description:
Flow rate too fast. No other info available.